Event description:
It was reported that the patient experienced stiffness for about a half hour when he turned his device back on after an EKG stress test. It was noted that this occurred 3 weeks ago. The compatibility guidelines for eeg and EKG tests were discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-06726.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type:neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v227370, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v192123, implanted: (B)(6) 2009, product type: lead. (B)(4).